Event description:
It was reported the patient had an implantable neurostimulator (ins) and the ins did not work. The reporter stated they had 18 operations for their back. Additional information received reported the patient had their first ins about three or four years ago. It was noted the patient stated they had 8 back surgeries. It was further noted the patient was a policeman and was in a motorcycle accident. The reporter stated the ins was only in for about five months because it did not help with their pain. The reporter further stated it was removed due to lack of helping with their pain. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, serial# unknown, product type: lead; product ID neu_ptm_prog, serial# unknown, product type: programmer, patient. (B)(4).